Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the sensor remained on the pedestal when trying to use the serter. The customer's blood glucose reading was 154 mg/dl. The customer stated the assembly hub was inside the serter. The customer was advised that the sensor would be replaced, and to return the serter and sensor back for analysis.

Manufacturer narrative:
Evaluated one opened/used sensor and found needle hub separated from sensor's base. We were unable to confirm if customer received sensor in said condition due to customer returning opened/used. We were unable to confirm adhesive anomaly due to sensor being returned opened/used.